Manufacturer narrative:
Date received by manufacturer: 04oct2019. Date of report: 07oct2019. The replaced gds (gas delivery system) was returned and failure investigation was performed on 26-sep-2019. It was determined that a defective component within the air flow sensor pcba (printed circuit board assembly) caused the air and oxygen flow accuracy tests to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator failed the flow sensor test during the performance verification test (pvt). There was no patient or user involvement.

Manufacturer narrative:
Date rec'd by MFR: 11jun2019. The customer reported that replacing the flow sensor assembly resolved the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the flow sensor test during the performance verification test (pvt). There was no patient or user involvement.